Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test alarm. The customer's blood glucose value was 85 mg/dl. During troubleshoot, the customer stated that his blood glucose was 85 mg/dl and the number flashed and he never saw that before. The customer escaped and the number was solid. The customer declined to troubleshoot for high and low readings and failed battery test. The product was not returned for analysis.